Event description:
Boston scientific received information that immediately following the implant procedure, pacing inhibition on the right ventricular (rv) lead was observed. Upon interrogation, noise and oversensing were noted; however, there was no asystole. As a result, the device and rv lead were explanted and replaced. It was indicated this patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.